Manufacturer narrative:
Product complaint #(B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that "¿the suture was removed..." - was the suture removed in a routine post-op procedure?=>yes - was the suture removed in a reoperation procedure?=>no - was there any alleged deficiency with the device?=>the suture had not been absorbed even though 6 months passed. - if it becomes available in the future, please provide lot number. =>unk - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). =>hiromi tokuyama -this product was used to fix the stoma and skin. -the treatment was only a suture removal, and then the stoma was managed without any problems. -there is no problem with the patient's condition. -the doctor considered about this event that the absorption rate was affected by the suture being placed on the outside of the body, and did not consider it as a defect of the product itself. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an ostomy surgery on an unknown date and suture was used. Post-op, it was reported by a sales rep that, after an ostomy, the pds used was not absorption even more than 6 months, probably because it was used outside the body, so the suture was removed. It was a control release needle. Further details are not provided from the hp. No sample will be returned. No adverse patient consequences were reported. Additional information was requested.